Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this device failed to exhibit a remaining battery longevity as expected, per the implanted duration to date. Technical services reviewed the devices internal data and parameters and confirmed root cause was related to an increase in the atrial burden and thus represented normal device behavior of a resulting, shortened longevity. To date, the device remains implanted and in service without any adverse patient effects.